Event description:
While the amplatz thrombectomy device was in a loop arteriovenous graft, the device driveshaft seemed to crinkle. Upon inspection by microvena, the drive shaft & hypotube junction had broken. The drive shaft unraveled. The twisting of the catheter begins at 5 cms. & continues to 15cms. The driveshaft was found to be protruding through the catheter.